Event description:
The iab was inserted into the patient transthoracically. An alarm sounded immediately after initiation of iabp. The iab was removed and another was inserted into the patient. "Multiple event to initial complaint number 96-00086."

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. No defect was found in the returned iab. Inspection of the balloon disclosed no defects. Underwater leak testing revealed no leaks in the device. Device label code: 1738.